Event description:
It was reported that the patient faced an event where canula was bent on (b)(6) 2026 and had high blood glucose managed with insulin via Pump.

Manufacturer narrative:
E1:Name:(b)(6) Country: United States of America Street: (b)(6). Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.